Event description:
The pt had two leads implanted with the same lot number. It was reported the pt experienced a change in his stimulation. X-rays showed one of his leads migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.